Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned when the gynecologist withdrew and placed the resectoscope on the table; she noticed that the loop or tip of the electrode had come loose and fallen onto the table. The issue occurred after a therapeutic transcervical resection of myoma/polyp (tcr - m/p) procedure. After the procedure was completed, the device was no longer used on the patient. There were no reports of patient harm.

Event description:
It was reported that the subject device malfunctioned when the gynecologist withdrew and placed the resectoscope on the table; she noticed that the loop or tip of the electrode had come loose and fallen onto the table. The issue occurred after a therapeutic transcervical resection of myoma/polyp (tcr - m/p) procedure. After the procedure was completed, the device was no longer used on the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.